Event description:
The plunger in the syringe became dislodged sometime during the process of administering the contrast media via the medrad injector into the pt through a peripheral line. No imminent issues were noted during or immediately after the procedure. However, 20 minutes after returning to the ER the pt became obtunded and non responsive. A code was called - multiple efforts for resuscitation were attempted without success. Initially the coroner noted her death as natural but after further review stated death due to an air embolism.